Manufacturer narrative:
The insulin pump was received with all operating currents within specification. The insulin pump was unable to prime due to a faulty force sensor resistor. Unable to perform further testing due to the prime anomaly.

Event description:
The customer stated, he was hospitalized for high blood glucose. No blood glucose reading was reported. Prior to the hospitalization, the insulin pump alarmed and the customer did not received any insulin for most of the day. Nothing further was reported.